Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Event description:
The customer reported extreme sticking (despite cleaning with saline soaked gauze throughout the case) when sealing on the fallopian tube during a laparoscopic left salpingectomy and right partial salpingectomy. The surgeon was utilizing a two port approach for the procedure. During multiple seals across the fallopian tube, the tissue sticking on the jaws of the lf1637 was so sever that shaking, rotating/twisting the jaws, additional sealing, and pulling on the tissue would not allow the tissue to be removed from the jaws. Additional bleeding and a larger excision of tissue from the fallopian tube was removed. Also, an additional port had to be used, to introduce a grasper to pull the tissue from the lf1637 jaws. The bleeding was minimal and no transfusion was required. No further information available from the customer.

Manufacturer narrative:
(B)(4). Date of initial report: 01/03/2017. Date of follow-up report: 02/28/2017. One lf1637 was received for evaluation. This device had been used in the treatment or diagnosis of a patient. The returned product did not meet specification as received. A review of the lot number reported indicates that the product was within the assigned expiration date at the time of the reported incident. Visual inspection found an excessive amount of eschar on jaw. The customer reported device stuck on tissue. The reported condition was confirmed. The complaint indicated that the device was used in a salpingectomy (for sterilization) procedure. The device was received with significant eschar on the seal plates. The investigation found that tissue sticking did occur to the jaws of device when tissue testing was performed. The lf1637 device is not recommended for sterilization procedures per the current instruction for use (IFU). The investigation identified the root cause of the reported event to be user error. The IFU states, "the ligasure system has not been shown to be effective for tubal sterilization procedures. Do not use the ligasure system for these procedures." Manufacturing non-conformances were reviewed. No entries pertinent to the customer's report were noted.